Event description:
Reportedly, the pit button of the home monitor remains red.

Event description:
Reportedly, the pit button of the home monitor remains red. Preliminary analysis revealed that the reported issue most probably resulted from the setup of the home monitor at the patient¿s address. No anomaly is suspected with the device functioning.